Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1447ml during therapy initiated on (B)(6)2011 at 23:11:38, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the user had a normal drain during cycle 3, with an actual drain volume of 2743 ml on (B)(4) 2011 at 5:56:42. The user then had a full fill and dwell in cycle 4 before performing a manual drain on (B)(4) 2011 at 7:22:06 with and actual drain of 2425 ml. After the manual drain, the user aborted therapy. The actual drain volumes for cycle 3 and cycle 4 are 2743 ml and 2425 ml respectfully which are 137.2% and 121.3% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:11:38. During night drain cycle three, the patient's ultrafiltration reading was 1447ml, indicating the home patient (hp) drained 1447ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.